Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/22/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On 02/07/2024, it was reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the abdomen. The patient developed a rash and redness extending beyond the patch perimeter. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with skin tac IV prep. The patient consulted a physician who diagnosed the patient with an infection and prescribed two oral antibiotic medications for an unspecified duration. The patient was in good condition at the time of report. No additional event or patient information is available.